Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs confirms that all signals received from the optical bench were confirmed. This console was tested and the bulb power and the optical bench parameters are within specifications, the analog output from the optical bench was distorted. The root cause of the alarm was the malfunction of the optical bench. Additional failure mode was found with the console for the controller error and loss of placement signal is due to an optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, an intermittent ¿placement signal unreliable¿ alarm occurred. Device positioning was verified by echocardiography, and support continued without interruption. A later review of the logs revealed an oscillating contrast pattern, suggestive of a potential automated impella controller (aic) bulb failure. No patient harm was reported.